Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the venovo venous stent products that are cleared in the us. The pro code and 510 k number for the venovo venous stent products are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a video was provided for review. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a stent placement procedure, the stent was allegedly malfunctioned. There was no reported patient injury.

Event description:
It was reported that during a stent placement procedure, the sheath was allegedly detached. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the venovo venous stent products that are cleared in the us. The pro code and 510 k number for the venovo venous stent products are identified in d2 and g4. H10: manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: provided video demonstrates the system outside patient, and the stability sheath is detached from the grip; the safety is locked which indicates that a deployment attempt was not made; grip print indicates stent size 10x60. The returned sample differs from the sample condition visible on the video. For the returned sample the system is in used condition with unlocked safety, and the pusher is distal to the stent sheath; the stent has been deployed, and the stability sheath is correctly assembled to the grip. The returned sample is in used but fully functional condition. It is not possible to verify whether the sample visible in the video is the same as the one that was returned, it can only be stated that the stent size is matching for sample in video and sample returned. Although the condition of the returned sample does not match the condition of the sample in the provided video, the investigation leads to confirmed result for detachment of the stability sheath from the grip. A manufacturing related issue could not be found. Based on the investigation of the provided information, the investigation is closed as confirmed for detachment of the stability sheath from the grip. A definite root cause for the reported event could not be determined. Labeling review: shape and condition are suitable for the procedure for which it is to be used. If it is suspected that the sterility or performance of the stent system has been compromised, the device must not be used.' The instructions for use (IFU) further state: 'if resistance is met during stent system introduction, the stent system should be withdrawn and another stent system should be used.' Regarding pta the IFU state: 'predilatation of chronic lesions with a balloon dilatation catheter is recommended.' Under required materials the IFU state a 8f introducer for stent diameters of 10 mm and 12 mm, and a 0.035" inch diameter guidewire. H10: g3, h6 (component, method). H11: b5. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the catheter sample is not available for detailed evaluation. Provided video demonstrates the system outside patient, and the stability sheath is detached from the grip; the safety is locked which indicates that a deployment attempt was not made. The investigation leads to confirmed result for detachment of the stability sheath from the grip. A manufacturing related issue could not be found. Based on the information available a definite root cause could not be identified. Labeling review: instructions for use (IFU) currently valid: b05876 rev.6/01-22 ('IFU venous stent system ous'). In reviewing the relevant labeling for this product the potential issue was found addressed. The IFU state: 'examine the stent system to ensure it has not been damaged during shipment and that its size, shape and condition are suitable for the procedure for which it is to be used. If it is suspected that the sterility or performance of the stent system has been compromised, the device must not be used.' The IFU further state: 'if resistance is met during stent system introduction, the stent system should be withdrawn and another stent system should be used.' Regarding pta the IFU state: 'predilatation of chronic lesions with a balloon dilatation catheter is recommended.' Under required materials the IFU state a 8f introducer for stent diameters of 10 mm and 12 mm, and a 0.035" inch diameter guidewire. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a stent placement procedure, the stent was allegedly malfunctioned. There was no reported patient injury.